Event description:
New information notes that another instance of non-sustained rv oversensing episodes was observed on a remote transmission. Functional loss of capture were noted on rv and lv chamber. Programming changes were discussed. No intervention has been done as the device remains implanted. The patient was asymptomatic. No further information is available at this time.

Event description:
It was reported that when the patient presented in clinic during a follow up, non-sustained rv oversensing episodes were observed on stored egms. Upon review of session record, loss of capture in the rv chamber that was due to physiologic variations in capture threshold was noted. Programming changes were discussed to resolve the issue. The patient has not experienced any symptoms from the loss of capture. No further information is available at this time.